Manufacturer narrative:
A ge service representative performed an o site investigation. The b335 board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had no image ad would not fluoro. There is no report of injury or death associated with the event described in this complaint.